Event description:
The customer reported that the system did not boot up normal. Twenty squares displayed on the system.

Manufacturer narrative:
This MDR is related to ge healthcare complaint. The ge service rep checked the system, but the system operates as intended.